Event description:
Customer reported system is displaying an intermittent error code 1537. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and reseated the generator pcb's and cables. System operates as intended. This MDR is related to ge healthcare complaint.